Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes. Section d9 - date returned to manufacturer: nov 7, 2023. Section h3 - device evaluated by manufacturer? Yes. Device evaluation: the product was returned for evaluation. Two kits lot zk06780 were returned, including 5 bottles labeled lot zk06779, 3 oxycups, and 3 plates of tablets. 1 bottle was used and 4 bottles were not used, and 1 oxycup was found cracked. Product chemical testing and microbiological testing were conducted on the returned product lot zk06779. All the tested items met product specification, no product deficiency was confirmed. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported by a user who had used consept 1-step (300 ml x 3) for the first time, that he had had redness in his eyes every time he had worn his contact lenses taken care of with the product. The customer had used the product according to the instructions. He visited an eye clinic and conjunctivitis was diagnosed. The physician prescribed ofloxacin ophthalmic ointment, levofloxacin ophthalmic solution, flumetholon ophthalmic suspension. The customer has still not recovered. No further information was provided.

Manufacturer narrative:
Section a2 and a4: unknown, as information was requested but not provided. Section b3 - date of event: date unknown, as information was requested but not provided section d6a - implant date: does not apply - not an implantable device. Section d6b - explant date: does not apply - not an implantable device. Section h3 - other (81): material was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. An attempt was made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.